Event description:
In a robotic prostectomy procedure, while the jaws of the i60s stapler were being closed on tissue, the anvil broke. The procedure was completed by use of another device.

Manufacturer narrative:
The i60s stapler was found to have a broken anvil as had been initially reported. The risk of adverse consequences to patients' health has been evaluated, and was found to be low. A different anvil material has since been validated for use in these devices. Eval summary: i60s was returned with a broken anvil however, unit could open fully and close without difficulty. The surgeon reload broke into two because he did not open the broken anvil and force the reload out of the housing. It is not known why the anvil broke.